Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 was unable to close. A field service engineer found that the inseparable magnet was stuck in the mounting latch. Upon removal, it was discovered that the inseparable magnet was cracked. A new inseparable magnet was installed to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1 - initial reporter facility name: albert einstein jack d weiler hospital div montefiore medical ctr

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system main drawer 4-1, cubie half height would not stay closed. The customer stated that this malfunction caused a delay of about one hour in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.